Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the barrel of the bd¿ bulk syringes slip tip was broken prior to use. No serious injury or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that the barrel of the bd¿ bulk syringes slip tip was broken prior to use. No serious injury or medical intervention noted.

Event description:
It was reported that the barrel of the bd¿ bulk syringes slip tip was broken prior to use. No serious injury or medical intervention noted.

Manufacturer narrative:
Additional information: a device was returned for evaluation. Investigation summary: bd received a 20ml syringe for evaluation. A quality engineer was able to inspect the sample and determined that there was damage to the barrel. It appeared to have been cracked thus verifying the reported issue. It was possible that the barrel was involved in a jam and then broke during the assembly process. The assembly line was inspected to ensure that everything was running correctly. This appeared to have been an isolated incident as it was the first reported issue of cracked barrels for this production group. No related issues or defects in DHR. No qns issued to this batch. The sample was produced on 19 november 2016 with zero defects found during production. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of barrel cracked with lot #6278739 regarding item #301032. No corrective action is required at this time. One syringe was reported as defective out of 119,600 resulting in a.00083% defect rate. The acceptable quality limit for this defect in manufacturing is .40%aql. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Investigation results: there wasn't a sample or photo available for evaluation at the manufacturing plant. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A quality engineer could not determine the root cause or corrective actions necessary to prevent reoccurrence. A device history record was performed on the reported lot and determined that there was zero defects found during production. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of barrel cracked with lot #6278739 regarding item #301032. Root cause unknown, no sample to analyze and no related issues found in DHR.